Manufacturer narrative:
Patient information was unavailable from the site due to emea privacy laws. A medtronic representative went to the site to test the equipment. Testing revealed that the ¿power enclosure¿ was faulty, and the part needed to be replaced. The power conversion kit and the power supply kit were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system did not initialize. Imaging and navigation were aborted and there was a delay of surgery of less than one hour.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that enclosure power conversion passed bench test. Transistors passed and when installed on an imaging system it failed. No voltage was present at one of the connector. Stand alone board did not power on and the system stayed in initializing please wait mode with x-ray not ready. Analysis found that the reported event was related to a electrical issue.